Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for filamentous mushroom not aspergillaire(1cfu/100ml). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (wassemburg) with peracetic acid. There was no report of infection associated with this report.